Manufacturer narrative:
UDI: (B)(4). Mayfield ultra base unit was returned for evaluation. The reported complaint was confirmed from the evaluation. The right bracket is loose from the investigation. The shock cushion has moved forward in handle and is impeding the handle from closing and holding properly. The 6in transitional teeth, shock cushion, adjustment wrench threads and 1/4in pin are worn. The unit needs preventative maintenance, repair, and replacement of worn/damaged parts. This device exceeds its expected life of 7 years (manufactured in 2007). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the gel pads of the mayfield ultra base unit (a2101) were deteriorated and the right arm was loose. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.